Event description:
Two staff members were assisting resident onto the bed from her wheelchair. The right wheelchair brake did not hold. The resident was lowered to the floor to prevent 3 people falling. Add'l employees were called and the resident was lifted onto the bed. During this process the resident's left ankle was fractured.